Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 45mm diameter abdominal aortic aneurysm. During the index procedure, it was reported that there was a type iii or possible type IV endoleak. It was reported that a hole in the graft was suspected and the endoleak was very large. A non-mdt 23mm aortic extension graft was then implanted to try and treat the endoleak but this attempt was unsuccessful. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.